Event description:
In tomographic acquisitions with the pt "feet toward gantry", the image persistence is "feet up" during the acquisition preparation. If the customer reorients the image persistence (to get feet down on the screen), then the data are saved on the disk with a right/left inversion. This inversion does not occur if the customer does not reorient the persistence image during the acquisition preparation.